Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) cuff was found to be torn. This was discovered at end of therapy. No patient adverse events reported.

Manufacturer narrative:
Two samples were returned in used condition. No discrepancies were found upon visual inspection. During leak testing, a leak was found in the cuffs of the returned sample. The leak was found to be due to a tear in the cuff likely caused by a the tracheotomy procedure if the cuff comes into contact with a sharp object. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.